Manufacturer narrative:
Additional information in d10, h3, h6. H10: six (6) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater pressure testing was also performed on the samples with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d10 (and remove date), h3, h6 (replace 10 with 4101) and previous h10 narrative. Devices evaluated were companion samples. H10: the actual samples were not available; therefore a device analysis could not be performed for those samples. However, six (6) companion samples were received for evaluation. The reported condition was not verified for the companion samples (previously submitted testing and conclusion in follow up # 2 remains the same). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked; further described as ¿leak after the lid was covered back¿. This occurred after treatment of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.